Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0023-3233-9322 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on acceptable historical quality control results, a vitros glu lot 0023-3233-9322 performance issue is not a likely contributor to the event. Precision testing was within ortho acceptable guidelines, indicating that an issue related to the performance of the vitros 5600 system was not a likely contributing factor of the event. The customer is not following the collection device manufacturers recommended protocol, therefore it is possible that improper pre-analytical sample processing contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, sample mix-up is not a likely contributor to the event as it was confirmed that sample viscosities, pressure profiles, and indices values were similar/identical between the sample runs. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0023-3233-9322.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0023-3233-9322 on a vitros 5600 integrated system. Patient sample result of <20 mg/dl vs an expected result of 120 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602887.